Manufacturer narrative:
The device were not returned to the manufacturer. The investigation was conducted based on the event descriptions and previous investigations on similar complaints. No lot info was provided with these complaints. The improper fitting of the mask may have contributed to the silicone seal separating from the base of the masks. The mask is relatively new to the market and many users have been converting from a previously used competitor's device to the rt040 and as a result may not be proficient with the sizing and fitting of the device. Conclusions: fisher & paykel healthcare has implemented an in-service education program to further ensure that healthcare practitioners fully understand the proper fitting of the mask. This programme has been and continues to be rolled out to customers in the united states. In addition, we have introduced an add'l silicone adhesive step (to apply adhesive between the silicone facial seal and the plastic mask base) in our manufacturing process which is aimed at reducing the potential for separation to occur. We have received similar complaints and are currently trending this at an occurrence rate of approximately 0.12% worldwide for the past year.

Event description:
A hospital reported to our distributor that a seal had separated from the frame (i.e. Mask base) of an rt040 mask during use on a pt. According to the initial report, the pt had desaturated ("sao2 of 65%"), "with good recovery once [the] rt [respiratory therapist] arrived to reassemble the mask." In a follow-up telephone conversation in 2008, the director of respiratory therapy further reported that the mask had moved on the pt's face ("could have been because of moisture") and was found almost sideways; the pt was agitated and thus her hands had previously been restrained, "so the pt didn't take the mask off;" and the rt successfully recovered the pt's condition and switched to using another manufacturer's mask that they had in stock.